Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
During a procedure, an attempt was made to use one onyx frontier coronary drug eluting stent when a balloon leak occurred. There were no issues noted when removing the device from the hoop/tray. The device was inspected with issues. During the procedure, the stent was advanced to the target lesion. While the balloon was being slowly inflated at nominal pressure, it was observed that the pressure on the indeflator did not increase steadily but instead decreased. Angiography showed a slight contrast leakage. In order to avoid leaving a balloon partially inflated inside an underexpanded stent, a rapid high-pressure inflation was performed to optimise stent expansion. After withdrawing the delivery system from the patient, testing revealed that the balloon had a micro-perforation through which the contrast¿saline mixture was leaking drop by drop. Stent implantation was completed successfully. There was no patient complications reported as a result of the event.

Manufacturer narrative:
Image review: two short videos (2 and 3 seconds) were received for analysis. Videos depict fluoroscopic images displayed on a computer monitor. Both videos depict a partially inflated balloon in the lad. No leak can be observed in either video. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: the lesion being treated was a little calcified with 90% stenosis in the proximal left anterior descending artery (lad). The lesion was pre-dilated with a non-medtronic semi complaint balloon. Resistance was not noted while advancing the device to the lesion. The device did not pass through a previously deployed stent. The issue occurred on the first inflation, and was also noted during subsequent inflations. Angiography showed a slight contrast leakage seen distal to the stent balloon. There were no deflation difficulties experienced. The device was not moved or repositioned in the lesion prior to the issue. Product analysis: the device was returned for evaluation with the balloon folds in a post inflated state and blood visible in the balloon. The balloon passed the negative prep test. Upon pressurization of the device, the device inflated at 12 atm with no loss of pressure. No other damage was observed on the remainder of the device. Correction: section b1 adv evnt/prod prob: corrected to product problem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.